Manufacturer narrative:
The valve was reportedly explanted due to regurgitation caused by fusion of the valve to the patient's anatomy. The valve was received with a distorted stent and two excised leaflets, consistent with difficult explant of the device, limiting the analysis performed. All three leaflets contained calcifications. The intact leaflet 2 contained tears in its base and fibrous pannus ingrowth on its inflow surface. No inflammation was present. The extent of the damage to the valve stent and sewing cuff is consistent with a difficult removal required from the reported fusion to the patient anatomy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
A 21mm sjm trifecta valve was implanted in the patient's aortic position on an unknown date. Aortic regurgitation occurred due to fusing of the valve, and the trifecta valve was explanted on (B)(6) 2020, replaced with a 21mm inspiris resilia aortic valve(manufacturer: edwards lifesciences). The surgeon attributed the issue to the implant procedure; the trifecta valve was implanted in a narrow annulus, which might have caused the fusing. The sales rep. Also thought that the issue was due to the procedure technique, that the fusing occurred due to oversizing of the trifecta valve. The surgeon name, etc. Are confirming.